Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the cause of the reported under infusion of antibiotic was not observed in a review of the logs and could not be replicated as no devices were returned for this investigation. ¿ a log review was performed for the reported event date of 24jan2025 and time of 4:00 pm from the pcu event logs retrieved from the suspect pcu. ¿ between 4:00:07 pm to 4:05:19 pm user programmed. ¿ primary infusion: 10 ml/h, vtbi: 399.08 ml. ¿ secondary infusion: 110 ml/h, vtbi: 80 ml. ¿ infusion started with pvi: 27.487 ml, svi: 160.038 ml. ¿ at 4:43:59 pm: the infusion was completed and pump started primary infusion, pvi: 27.487 ml, svi: 240.059 ml. ¿ at 4:49:13 pm: user entered clinician ID: (B)(4). ¿ user turned off the channel. ¿ pvi: 28.383 ml, svi: 240.059 ml. ¿ at 4:49:13 pm, the infusion was stopped. ¿ testing was not able to be performed as the devices or tubing sets were not returned for investigation. ¿ the bd alaris user manual v12.1.2 (dir (B)(4)) has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. ¿ ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿ ¿observe the secondary drip chamber to verify that drops are falling, and that flow does not appear to be too fast or too slow. Do this periodically throughout the infusion. No drops should be falling in the primary drip chamber.¿ ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Root cause: the root cause of the reported under-infusion of antibiotic could not be identified during the investigation and no devices were returned for investigation. Based on the log analysis, a device failure or malfunction was not observed.

Event description:
It was reported an antibiotic was hung on a secondary line at 1600. It was programmed to infuse over 45 minutes. At 1700, the clinician noted that there was liquid left in the antibiotic bag, the chamber of the secondary line was filled to the top. There was patient involvement, but no patient harm. A copy of the health canada report was received, which states, "an antibiotic was hung at around 1600 using a secondary line that had been made and used the previous day (within 24hrs). The antibiotic was to take 45minutes to infuse and then the primary bag was to take over. At 1700 rn went inside to saline lock the patient and noted there was liquid left in the antibiotic bag, the chamber of the secondary line was filled to the top and the secondary line clamp was open as it should have been. It was impossible to tell if the antibiotic had partially been administered, been administered fully or not at all, the liquid in the bag could have been normal saline from the primary or it could have been medication. This resulted in the patient potentially not receiving the entire dose of the medication".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an antibiotic was hung on a secondary line at 1600. It was programmed to infuse over 45 minutes. At 1700, the clinician noted that there was liquid left in the antibiotic bag, the chamber of the secondary line was filled to the top. There was patient involvement, but no patient harm.